Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to close and open and was causing the drawer to go off bus due to a loose cable. A field service engineer (fse) replaced the rubber bumpers with new ones and then reseated the cable connections on the back of the drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not populate when searched. The customer stated that nursing staff was able to recover the drawer, but it kept repeatedly failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.